Manufacturer narrative:
Describe event; corrected data; initial MDR submitted incorrect details regarding the event.

Event description:
It was stated on the initial report that the physician did not have a programming system to check the patient's device; however, this was stated incorrectly as the physician did possess a programming system although the system was not charged at the time and therefore could not be used. Furthermore, it was reported that the patient's vns was checked by the neurologist on (B)(6) and the device was found to be on. The patient's device was checked again on (B)(6) 2018 and it was reported that device diagnostics were normal with an ok battery status. Additional programming data has also been reviewed for the patient's device. No additional or relevant information has been received to date.

Event description:
It was reported that this patient was admitted to the hospital due to an increase in seizures. The doctor was not certain if the increase in seizures was in any way related to the vns, and did not have a programming system present to run diagnostics on the patient's device. No other relevant information has been received to date.